Event description:
It was reported that the patient had to go through ¿revisions¿ but the new health care provider (hcp) ¿got it right.¿ the patient was told by her hcp not to use the device while pregnant. The hcp also told the patient that the manufacturer ¿could not jump start¿ the device after 90 days, but to see the hcp after the baby and he would put in a new device. The patient had the baby but the hcp had since left the practice. The patient needed to find a new hcp. Eight days later it was reported that the patient needed her device replaced. A new hcp had not yet been found. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial #(B)(4), product type recharger. (B)(4).